Event description:
An impella cp was placed via the femoral artery to support the 66 year old female patient admitted in with acute myocardial infarction and cardiogenic shock with a known arrest and administered CPR, on a vent for respiratory needs, and in scai stage e shock. Any other underlying cardiac or systemic comorbidities are unknown. The femoral artery was noted to be >/= 4mm in diameter but, the limb became ischemic and pulses were lost after the introducer was removed, repositioning sheath delivered, and the patient was admitted to the ICU for continued support. The team adjusted the pump placement per standard practice, imaged the vessel with ultrasound, and gave both thrombolytics and vasodilators to treat the vessel ischemia. The team did note the patient may have been clamped down due to high systemic resistance. On day 2 of the support the team and family made choice to withdraw care and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Investigation summary ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot: 1980827. Device history batch subcomponent lot: n/a. Device history review. The pump sn (B)(6) passed all the post sterile inspection checks.